Event description:
The event occurred in USA during treatment. It was reported that the patient decannulated themselves and therefore passed away. There was a high blood loss. There was confirmed that no malfunction of the equipment occurred. However, there was a massive amount of blood that was sprayed onto the cardiohelp. New information was received on (B)(6) 2025 that the patient pulled the cannula out of his neck. This happened not by accident during movement of the patient. The patient was delusional and got out of his mitts to pull the cannula. Further it was mentioned that this was the second time the patient decannulated himself. The first time was on the outflow side. It was confirmed that the medtronic cannulas were tight enough. The event was recognized by the medical staff due to visible blood and therefore the circuit was clamped. The patient is a male, 58 years old and 65kg. Additional information was received that the patient was connected to ECMO due to acute respiratory failure caused by trauma. As the patient passed, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID #: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2025-10-10. The venous probe was replaced. The fst confirmed that the venous probe was replaced during service due to residual blood on the probe and tven measured out of specification. The cardiohelp device was tested for four days and did not have any malfunction. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed that the tven issue was due to the venous probe being contaminated and further that the venous probe was disposed of as biohazardous waste. A logfile analysis was performed by getinge life-cycle-engineering on 2025-10-15 with following conclusion: on the date of event the alarm "arterial bubble detected" was logged, as well as several times the alarm ¿no flow signal". There are no hints/alarms on pressure loss, as the intervention for triggering an alarm/pump stop was not set by the customer and is an optional intervention. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the patient decannulated themselves and therefore passed away. There was a high blood loss. It was confirmed that no malfunction of the equipment occurred. However, there was a massive amount of blood that was sprayed onto the cardiohelp. New information was received on (B)(6) 2025. That the patient pulled the cannula out of his neck. This happened not by accident during movement of the patient. The patient was delusional and got out of his mitts to pull the cannula. Further it was mentioned that this was the second time the patient decannulated himself. The first time was on the outflow side. It was confirmed that the medtronic cannulas were tight enough. The event was recognized by the medical staff due to visible blood and therefore the circuit was clamped. The patient is a male, 58 years old and 65kg. Additional information was received that the patient was connected to ECMO due to acute respiratory failure caused by trauma. As the patient passed, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-10-10. The venous probe was replaced. The fst said that the venous probe was replaced during service due to residual blood on the probe and tven measured out of specification. The cardiohelp device was tested for four days and did not have any malfunction. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed that the tven issue was due to the venous probe being contaminated with blood and further that the venous probe was disposed of as biohazardous waste. A logfile analysis was performed by getinge life-cycle-engineering on (B)(6) 2025 with following conclusion: on the date of event the alarm ¿arterial bubble detected¿ was logged, as well as several times the alarm ¿no flow signal¿. There are no hints/alarms on pressure loss, as the intervention for triggering an alarm/pump stop was not set by the customer. The logfile analysis revealed that there are no log entries that showing when or that the cannulas were disconnected. A medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: ¿on (B)(6), 2025, a report was received from (B)(6) hospital in (B)(6), USA, stating that a patient on cardiohelp/hls therapy had self-decannulated and passed away due to blood loss. The initial information confirmed that there was no malfunction of the cardiohelp device, however, a large amount of blood had sprayed onto the console, requiring extensive cleaning and repair.a prior selfdecannulation had occurred on the outflow side, after which the patient was re-cannulated with a new circuit. Cannula fixation was reported as adequate. The clinical team recognized the event when they observed bleeding and clamped the circuit. On (B)(6) 2025, further clarification was requested regarding sedation status, changes to restraint protocols, alarms on the cardiohelp system, and whether expiration was due to blood/volume loss. On (B)(6), 2025, the following information was received: the patient was not sedated at the time of the second decannulation; after the first attempt, soft mitts were applied, and no sedation was used. The patient was ambulating in the unit prior to the second event. During the prior decannulation, an air/bubble alarm was triggered on the cardiohelp, and the pump stopped automatically. At the time of the second event, the patient expired due to blood loss. The flow was expressed as approximately 3.5 l/min at the time of that event. As mentioned previously, the complaint report made the following statement: ¿there was no malfunction of equipment whatsoever.¿ the following was expressed as possible user mitigation strategies: 1.secure cannula fixation: elso general guidelines v1.4 emphasize the critical importance of cannula safety in ECMO management. Cannulas must be meticulously secured and monitored to prevent dislodgement, which can lead to catastrophic complications. The guidelines recommend frequent assessment of cannula insertion sites, securement techniques tailored to cannula type and location, and vigilance during patient movement or repositioning. These safety measures are part of a broader framework that includes equipment checks, circuit integrity monitoring, and staff training to ensure that every aspect of extracorporeal support is managed with precision and care. In terms of cannulae, the instructions for use (IFU) of getinge hls cannulas emphasize the need for secure fixation to prevent accidental or intentional removal. Getinge cannulas are supplied with a removable skin attachment accessory designed to facilitate secure suturing. 2. Patient monitoring and sedation protocols: in the elso neurological monitoring and management guidelines (2024), sedation is addressed as a key strategy to prevent patient harm during ECMO. The guidelines advocate for individualized sedation plans that balance patient comfort, neurological assessment, and safety. Sedation should be sufficient to prevent agitation and accidental decannulation, but light enough to allow for regular neurological evaluations. This approach underscores the need for continuous, multidisciplinary oversight to minimize risks and optimize outcomes. For patients with altered mental status or agitation, continuous monitoring and appropriate sedation protocols may be considered to minimize the risk of self-harm, including decannulation. The original complaint stated the patient was not sedated and had previously attempted decannulation. That said, a review of anesthetic requirements, depth, and effects of sedation (pharmacologically) may be undertaken in light of prevailing literature and guidelines. Last, while sedation of a patient during support is the prerogative of the attending clinical/medical staff, it may be influenced by a holistic approach to patient care which may include psychological, environmental, and social wellness/assessment of the patient. 3.physical restraints and protective measures: when medically justified and ethically appropriate, physical restraints (e.g., mitts) may be used (i.e., based on a clinical assessment of the patient) to prevent patient access to the cannulation site(s), cannulae, or other medical equipment/tools (ivs, ekgs, indwelling pressure lines, et tube (ventilation), pacemaker wires, etc.). These measures should be assessed consistently by the attending clinical staff for effectiveness, clinical appropriateness, safety, etc. Relative to the requirements of the patient and clinical circumstance(s). 4.alarms and visual indicators: the cardiohelp system does not directly detect decannulation or disconnection but does provides alarms/sensors for bubble/air entrainment, or presence, (i.e., arterial and venous) that indicate such an event may have occurred. These alarms should prompt immediate clinical assessment and intervention. 5.staff training and emergency protocols: it is assumed that the clinical staff are trained to recognize signs of decannulation, disconnection, air entrainment, etc. That include emergency protocols like immediate clamping of the circuit, hemorrhage control, resuscitation procedures, etc. The IFU of the hls set advanced explains the following regarding tube securing instructions. Chapter 4.2: safety instructions for cardiopulmonary bypass. ¿mechanical forces may act on the components during the application. Unsecured tube connections can come loose. This can lead to blood loss, embolisms and inadequate patient support. ¿ attach the tube connections correctly and securely. ¿ secure all the tube connections in the tube system with two cable ties rotated 180 degrees. ¿ secure all connections. ¿ avoid excessive tension and check the integrity and leak-tightness of the components immediately.¿ 6.design or labeling considerations: as getinge continuously evaluates feedback and adverse events for potential improvements in product safety and usability, we are open to considering improvements/adjustment to product labeling and design. 7.indication for use: instruction for use hls set advanced chapter 2. Indication for use: the hls set advanced is a set of disposable devices (used with the cardiohelp system) that includes an oxygenator that provides physiologic gas exchange, a heat exchanger that allows regulation of blood temperature, and a centrifugal pump that uses a method other than revolving rollers to pump the blood through an extracorporeal circuit for periods lasting less than 6 hours for the purpose of providing either: - partial cardiopulmonary bypass (i.e., circuit includes an oxygenator) during open surgical procedures on the heart or great vessels; or ¿ temporary circulatory bypass for diversion of flow around a planned disruption of the circulatory pathway necessary for open surgical procedures on the aorta or vena cava. Please note, the deployment of the hls set advanced 5.0/7.0 and cardiohelpi in the context of complaint no. (B)(4) is off label. In summary, all indicators suggest the cardiohelp device functioned as expected and as designed. Last, the expiration of the patient was attributed to significant blood loss secondary to abrupt (self) decannulation." The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and event. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported event "patient decannulated himself" could be confirmed, but this event was not related to a product failure. Further it was confirmed that the cannula used was a third-party cannula from medtronic. Medtronic was informed about this event. In summary, all indicators suggest the cardiohelp device functioned as expected and as designed. Last, the expiration of the patient was attributed to significant blood loss secondary to abrupt (self) decannulation. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2024 till (B)(6) 2025). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).